Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave pulsed field ablation catheter package was damaged during shipping, it appeared to have been folded in half. In preparing to pass off the catheter, it was noticed that the box was severely damaged and inside the packaging was also creased as if it had been folded in half. The catheter also had a whitish mark at the crease site. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is not expected to return as it was disposed.